Event description:
The provider called alleging that while the patient was in a tilt position in her powerchair seat, the unit started to smoke.

Manufacturer narrative:
The unit that was involved in the event is undergoing testing and evaluation at pride. A follow-up report will be submitted once the evaluation is complete.